Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 20 mg/dl at the time of the incident. The customer was at 385 mg/dl at the time of the call. The customer experienced symptoms such as foaming at the mouth, trouble breathing, and loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Caller also reported sensor glucose versus blood glucose differences. The insulin pump will not be returned for analysis.